Manufacturer narrative:
Neither the device or any imaging could be provided. One locking cap was replaced and the other was re-tightened. The rod had also slipped out from the screw head. Possible causes may include the rod being cut too short and dislodging from the screw head over time, which results in the locking cap disassociating from the screw head, excessive force placed on the implant during patient loading, improper tightening of the implant, or an out of specification implant. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that a revision was done to remove and replace 1 of 2 locking caps that came loose post-operatively.